Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases and one curved opening. A microscopic analysis and leak test were performed which identified one curved striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening striated in the side radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.